Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
The report states two iabs were used on one patient. Neither balloon fully inflated when attempted. Both iabs were inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2024-00012.

Event description:
The report states two iabs were used on one patient. Neither balloon fully inflated when attempted. Both iabs were inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2024-00012.

Manufacturer narrative:
Qn# (B)(4). See associated mdrs #3010532612-2024-00087 and #3010532612-2024-00012. Additional information received on 22 jan 2024 states that the patient has died on (B)(6) 2023. The reported cause of death is large pericardial effusion, consistent with acute hemopericardium secondary to myocardial rupture. The patient's hospital course details a late presenting mi, pci, iabp, cardiogenic shock, code, death. There was no document past medical history prior to this hospitalization. The customer has stated there is no further information available on this event. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The serial number recorded on the complaint report matches the serial number on the returned sample. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The supplied arterial pressure tubing was connected to the iabc luer. The iabc bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. Furthermore, the separated end of the inner cannula (iabc central lumen) pierced the bladder at approximately 10cm, 10.4cm, and 11cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer photo submitted was reviewed; the photo shows the serial number of the iabc which matches the serial number reported on the complaint report and returned iabc. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0078in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was unable to be aspirated and flushed due to the returned state of the sample. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip blocked off; multiple leaks were immediately detected from the iabc bladder membrane. Under microscopic inspection, the leak sites were confirmed at approximately 6.1cm, 10cm, 10.4cm and 11cm from the iabc distal tip. The location and appearance of each leak site indicate that they resulted from the damaged/separated central lumen puncturing the bladder membrane. Based upon the reported complaint and visual inspection, the bladder leak sites consistent with contact from the central lumen likely occurred after the device was removed from the patient. The customer did not report any issues related to a leak. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 6.5cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen at the location of the inner cannula separation. Blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in an inability of the iabc to inflate. Additionally, some damage was noted to the bladder, but the damages were consistent with having occurred after the device was removed from the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.